Event description:
The customer reported that during a patient event, their device was intermittently losing power. There was no additional information gathered regarding the patient event. There was no known adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported loss of power. Physio replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.